Manufacturer narrative:
Device is a combination product. A promus element, mr, ous 2.75 x 20 mm stent delivery system was returned for analysis. Visual examination of the stent found signs of stent damage. Stent struts on the 1st proximal stent strut row was noted to be lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31-jul-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and tortuous left anterior descending artery. After the lesion was crossed with a non-bsc wire and pre-dilated with balloon, a 2.75 x 20 mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.